Manufacturer narrative:
The user experienced severe hyperglycemia leading to dka and hospitalization while the ilet was not being worn. Engineering log review for (B)(6) 2026 showed repeated high-glucose alerts, incomplete cartridge load events, and periods where the cartridge ran out of insulin and insulin delivery was suspended; no motor errors indicating inaccurate dosing were observed and alerts were generated as designed. The clinical pattern and device logs are consistent with a failure to restore or maintain insulin delivery following a supply change (possible infusion-site or fluid-pathway issue) rather than a clear pump delivery malfunction. A replacement pump was initiated by support. Based on available information, the event is attributed to therapy/management and supply-pathway issues; no definitive device defect was identified. If additional information (hospital records, returned device logs, or lot/serial data) becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the clinical team reported that on (B)(6) 2026 the end-user experienced severe hyperglycemia culminating in diabetic ketoacidosis (dka) after being off the ilet; the end-user was hospitalized and received hospital treatment including IV fluids and exogenous insulin. The end-user was discharged to a rehab facility and the ilet was discontinued during hospitalization. Outcome: recovered and ilet use was paused pending follow-up.